Manufacturer narrative:
A product deficiency was not reported or identified. Technical services informed the customer that covid-19 has studies with a median time of 4-5 days from exposure to symptoms onset and advised to repeat the test within 24-36 hours. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates to the following fields: d2 and g4.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported doubting the negative result that he received while using the binaxnow covid-19 antigen self test kit as he was exposed through his daughter who is positive for covid-19. Per the consumer, he would be taking an additional test. No additional information was provided.